Event description:
The event was reportable by a customer from USA. The power supply breakage when being unplugged from the wall, leaving the metal prong of the plug sticking out of the outlet. Additional info: no patient involved or harmed; the power supply broke during disconnection of the power supply.

Manufacturer narrative:
(B)(4).